Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a sleeve gastrectomy procedure the device at first fired sluggishly but then partially fired, so the surgeon had to press the sliver to back up the knife blade and switched to a manual handle. No reinforcement material was used in conjunction with the device. There was no unanticipated tissue loss. There was no unanticipated extension of the incision. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient cavity. There was no device fragment left in patient's cavity.